Event description:
It was reported the physician was treating a basilar tip aneurysm with y stent and multiple coils. Initial coils inserted and implanted without issue. The 3x10 hydrosoft 3d coil partially deployed into aneurysm and the physician tried to re-sheath and re-deploy, but the coil prematurely detached inside the catheter. The coil was snared and removed from the patient. The procedure continued and successfully completed using a few more coils of different brand. There was no harm or injury to the patient, who reportedly was stable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature or difficult coil detachment and stroke as potential complications associated with use of the device.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant not returned, and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. Two unsubtracted dsas with contrast of the right vertebral and basilar arteries are supplied, ap and lateral. They show a y-stent construct at the distal basilar bifurcation (probably atlas stents) with a well-packed medium-sized basilar tip aneurysm. The proximal end of a coil is outside the aneurysm and extends from it proximally to the level of the vertebrobasilar junction, where its looped, intact proximal end is visualized. No images are provided to show that the coil has been removed, as described in the report. The cause for the coil's premature detachment is not seen on the two images provided. The physical device was partially returned for evaluation, so the investigation could not determine if a condition existed that would have caused or contributed to the reported event.